Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported worsening mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. A ntw lot: 31018a2078 was implanted successfully. The day after the procedure (B)(6) 2024, the clip was observed to have detached from the posterior leaflet and worsening mr grade 4 was present.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 06 june 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. A ntw lot: 31018a2078 was implanted successfully. The day after the procedure (B)(6) 2024, the clip was observed to have detached from the posterior leaflet and worsening mr grade 4 was present.